Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding was reported. The valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the valve load was confirmed via fluoroscopy and was loaded once. A misload was not identified. A pre-balloon aortic valvuloplasty (bav) was not performed. The infold was observed with the first deployment. Surgical explant of the valve was not required. Rather, following the first deployment attempt, the valve was successfully recaptured within the dcs and removed from the patient. As reported, annular calcification may have contributed to the infold. Additionally, a new onset left bundle branch block (lbbb) was observed. Angiotensin-converting enzyme (ace) inhibitor, anti-arrhythmic and calcium channel blocker medications were administered. No other treatment reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and/or the device relatedness of this previously reported event. Additional information received indicated that a serious injury nor intervention had occurred nor that the device in this report had malfunctioned at the time of the aware date. Therefore, this event had not met the reporting requirements stipulated in 21 cfr 803. Updated/corrected data: a4, a5a, a5b, b2 (intervention required no longer applies), b5, h6 device and annex f codes (f12 and f1903 no longer apply) select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.